Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown , product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was fractured in the back. There was a break in the catheter one cm from the anchor. The catheter was replaced. The plan was to place the new spinal segment and splice in the prone position. The physician estimated the length of the old spinal segment to be 38 cm located with the tip at bottom of t7. The physician was unable to advance a new catheter beyond t11 due to an obstruction. Eight cm was trimmed from the new spinal segment. The catheter was anchored and connected with a connecting pin and two clear boots to the existing pump segment. A priming bolus of 0.066 ml was programmed which is equivalent to priming only the new 30 cm spinal segment. The patient status at time of this report was indicated as alive; no injury. The pump was delivering compounded baclofen. Please refer to manufacturer report #3004209178-2014-05069 for event regarding catheter fracture.

Event description:
Additional information later reported the pump was used to deliver gablofen.